Event description:
It was reported that at the first follow up visit post implant of a new device it was noted that the atrial lead was oversensing. The lead sensitivity was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.